Event description:
The advocate called on behalf of a (B) (6) customer. The customer's blood glucose was tested one evening using his contour link meter and the reading was 3.7 mmol/l (67 mg/dl). The advocate didn't think the customer's blood glucose was that low, so he was retested using another meter. The other meter read around 24 mmol/l (432 mg/dl). The difference between the meter readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the customer's test strips and meter. Replacement products were sent to the customer.